Event description:
Patient was treated and completed at the 4ditc with no errors. Activity capture loads and patient charged - saved. Customer then noticed that the patient that was just treated still remained in the queue. The customer then selected the patient and the next available session was available for treatment. The customer did not get a message that the daily dose was exceeding, and an override would be required for treatment. Customer verified that treatment history was recorded for session 4. There was no serious injury reported as a result of this event.

Manufacturer narrative:
Method: when initially reviewed, this complaint issue was determined to not present a safety concern and therefore not MDR reportable. Upon further investigation, it was discovered that this issue was in part due to concurrent editing/access of the patient plan, which varian has determined to be a reportable event. The reported issue has been found to be the result of concurrent editing of patient plan. Concurrent editing is a known previously investigated issue. The root cause of concurrent editing has been determined to be: human/equipment interfacing, customer site procedure/practice issue, human/equipment interfacing: design limitation. A discrepancy report (dr) has been raised regarding this issue. A customer technical bulletin (ctb) has been issued, which explains the system behavior and the user actions of concurrent editing. A cpa has been initiated to address concurrent edit/access situations. The customer will be notified of these investigational findings. No serious injury was reported as a result to this event. No follow-up reports are anticipated.